Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient experienced adhesive issues with 3 infusion sets. The infusion set fell off during use on multiple dates (B)(6) 2024. Dressing or tape was applied over the infusion set. The area of insertion was cleaned and air-dried. No adhesive aids were used at the area of insertion. The area of insertion was free of hair and not irritated prior to insertion. The infusion set was in use for 2 days. The patient's blood glucose (bg) at the time the issue was noticed was in the 200 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. No further information available.

Manufacturer narrative:
Device 3 of 3.